Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They stated that when they tried to do a bolus it took forever to finish. The patient stated it would jump to 90% kind of fast but from 90% to finish took forever. An agent walked the patient through clearing out the data, and the troubleshooting steps resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820 product type software. Product ID tm90t0 serial# u nknown product type accessory. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for spinal pain indications. It was reported that, for probably the past 5-6 months, the patient had been having issues with the handset and communicator connecting to the pump. On the night of (B)(6) 2025, it would not recognize the pump at all, so they shut off the handset and restarted it, but they still could not get it to connect. The patient stood up and they were hurting, so they sat back down and finally kept working with it and got it to take a bolus, but then they saw service code 156. The patient noted that they had noticed a lag. Patient services walked the patient through closing out of all running application and clearing the data on the handset. The patient confirmed that they were able to connect and request and receive the bolus. Patient services reviewed with the patient that everything appeared to be working as intended and instructed the patient to monitor the issue and call back if it persisted. Troubleshooting steps taken with patient services resolved the issue.